Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair with 7 fast-fix, after the first activation (t1) the device released the two implants (t1& t2) and the threads, not finishing the meniscus suture. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. Patient's health condition is stable.

Event description:
It was reported that, during a meniscus repair with a fast-fix, after the first activation (t1) the device released the two implants (t1& t2) and the threads, not finishing the meniscus suture. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of firing problem. There was a relationship found between the device and the reported event of material deformation. A visual evaluation showed the device was not returned in it's original packaging. It was received in a box along with five other 72202468's and two 72202467's. The t's and suture were not returned. The needle/overlay are bent. The actuator is in the pre-t1/post-t2 position. A functional evaluation of the device shows it will cycle to the tip of the needle but will not move to the pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of firing problem was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4).